Event description:
It was reported while a patient had activated a pod the cannula had not deployed and the pods pink slide had not moved forward. The pod was not worn.

Manufacturer narrative:
The device has been returned and is pending an investigation.

Manufacturer narrative:
The returned device was evaluated and the device was received not deployed, the data showed that the first priming completed at pulse 21 and deactivation occurred at pulse 31. Rotational sensor errors were present in the download data. The device did not run enough pulses during the priming sequence to deploy the needle mechanism. The device was reset, connected to a pdm and ran a 5-unit bolus. Rotational sensor errors were present in the reset data. The needle mechanism deployed during the reset run. Under magnification, contamination was found on the commutator cap. Based on the data and visual inspection of the commutator cap, it was determined that this contaminant contributed to the reported symptom.